Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the initial screen disappears in 5 seconds. There was no report of pt involvement.